Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6)2021 contacted philips for out of box failure. The field service engineer(fse) inspected and discussed possible issues including flaky power source in remote assembly area. After re-plugging battery and power cord, plugging device into good ac power, and allowing to charge for a period of time, the equipment powered up, was charged long enough to complete a battery test, and passed that as well as the basic incoming inspection as described in the service manual.the fse initially ordered a power management board and power supply but determined this would not resolve the issue so these parts were never used.

Event description:
It was reported to philips that the device won't turn on. The customer stated that the device recognizes when you plug it in, but doesn't charge, or turn on. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance.